Event description:
The customer reported the agilia infusion pump was failing test 24 (watchdog test) and there are two red leds that are not lighting up. There were no adverse reactions reported during the use of the device. The device was returned for further evaluation. The device was returned for evaluation and confirmed the reported failing test 24. The device history log was downloaded and reviewed and found error 99 (activation of the watch dog). Both issues were resolved by replacing the central processing unit (cpu) and the power supply board. After repair, the device was found to meet specification.